Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure. It was reported that the patient¿s vertebral body was fractured following the surgery. The surgeon felt that the incident could be attributed to excessive force being applied during use of the sequential reducer. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Review of films found: 4 CT views sagittal and axial of l3 and l4 after complex construct placed for degenerative disc disease and l5/s1 spondy. Construct extends l3-4-5-s1. Axial views appear to show clean fracture in sagittal plane through l4 with approximately 8 mm of displacement. L3 fracture is misplaced. Extensive decompression of canal is evident. Position of rods and screws nominal in sagittal views, but cannot be determined on axials.

Manufacturer narrative:
Although the device did not return for evaluation, films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.